Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. A review of the system logfile showed that the host-pc could not connect to the flexvision-pc. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the software on flexvision pc was corrupted. To resolve the issue, the fse cleared the disk and reloaded the software to it. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.